Event description:
It was reported that the patient experienced a high blood glucose while using the ilet, with an alert noted in the device alarm history and a reported blood glucose of 355 around the last meal, and overnight dosing information was unavailable on the device and not synced to the app; the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.